Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). (B)(6). Final analysis found that the insulation was breached due to degradation at the distal end of connector boot.

Event description:
This report is to advise of an event observed during analysis.